Manufacturer narrative:
Vyaire medical's field service team was on-site to evaluate the customer's reported issue. The technician was able to resolve the issue by noting that the delta p was very unstable. He soldered the connections on the meter. Ran test and the system was ready for use.

Manufacturer narrative:
(B)(4). At this time, vyaire medical has not received the suspect device for evaluation. Once received and evaluated, a follow-up medwatch report will be submitted.

Event description:
It was reported to vyaire medical that the "map jumps around a lot" there was a "problem with map alarm limits." It is unknown if there was any patient involvement associated with this reported event.